Manufacturer narrative:
During retrospective review a typographical error was identified that the MDR was submitted with an incorrect MDR number (9611954-2016-00061) to the FDA. A follow-up correction MDR will be submitted on 9611954-2016-00061. MDR # 9611594-2016-00061 is the correct MDR # for this event. No additional information is available. (B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported by the respiratory therapist that a pediatric micro cuff's pilot line became disconnected. No additional information is available at this time.